Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory on 27jan2020 and investigated on 03mar2020. Signs of clinical use and no evidence of blood were observed. Charred tissue and blood was observed on the heater wire. A visual inspection was conducted. The silicone insulation on the cold jaw peeled off and detached. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and also confirmed for the analyzed failure ¿material bent/twisted.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed a piece of the jaws break off and fall into patient. They were able to retrieve the piece. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed a piece of the jaws break off and fall into patient. They were able to retrieve the piece. A replacement device was used to complete the procedure. The hospital did not report any patient effects.